Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have kidney cancer. The patient underwent surgery for removal of kidney in response to the event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black particles in water and developed kidney cancer while using the device and had the left kidney removed the device was returned to the manufacturer's product investigation laboratory for further investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer verified the device provides airflow using a known good power supply. Care orchestrator data shows the patient had a compliance rate of 98.9%. There were no errors logged. The manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. The manufacturer technician observed an unknown contaminate inside the ui panel. A contaminate consistent with keratin was observed on the blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation. But, confirmed the dust/dirt contamination in the airpath, likely from a source external to the device.